Manufacturer narrative:
Investigation completed 7/14/2017. The DHR was reviewed and no anomalies that could be associated with the complaint incident were observed. Date of manufacture: 2013 ¿ may. Service history review: service history reviewed and no anomalies that could be associated with the complaint incident were observed. A review of the customer complaints was completed using the following key words ¿failed to hold battery charge¿ and ¿battery failure¿ in the search criteria. The review encompassed dates 29-jun-2016 to 29-jun-2017. There were 3 complaints which contained the search criteria. Additionally, the review verified that this complaint is the single complaint occurrence for the serial number under investigation for this complaint. Rate of occurrence: during the time period ¿jul 2016 to jun 2017¿, the global product usage for cam02 monitors was calculated as 21,180 usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (3) can therefore be calculated as 0.01% (1 x 10-4) (occasional) of procedures. The evaluation verified the complaint as valid. The cause of the complaint issue was identified as a defective battery.

Event description:
The device failed to hold battery charge. The device was not in contact with patient. There was no patient prepped for surgery; hence no patient injury and no delay in surgery.